Event description:
This complaint has been initiated upon the review of the product investigation report, at which time it was found that another, a third devcie had also failed during this event. Please reference medwatch reports 6000122-2006-00007 and 6000122-2006-00008 submitted on 3/2006, which documented two malfunctions that had occurred during this event. During a therapeutic bronchoscopy, there was some bleeding and a pulmonary tamponade balloon was inserted into the scope. The device became "stuck" in the scope. A second and third device also became "stuck" in the scope. The procedure was stopped and another scope, with a larger working channel, was inserted. The tamponade balloon was used successfully and the bronchoscopy was completed. There was no reported adverse affects to the patient.